Event description:
It was reported that during start up, the cardiosave intra-aortic balloon pump (iabp) unit failed the compressor self test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. However, the fse was able to verify the unit had a compressor issue. The fse entered the diagnostic menu and ran the compressor test several times and found the unit to pass each time. The fse also recalibrated both transducers, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted if additional information is provided.

Event description:
N/a